Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer booted into the analyzer software with no problems. Analysis found the signal at the system test had noise. The patient connector on the analyzer had damage to the barrels of the connector. Product ID 2067 radio frequency head. (B)(4).

Event description:
It was reported, the programmer has issues with the analyzer. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.